Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of pain and femoral stem loosening that occurred over approximately 5 years and 6 months of use. The stem loosening may have been the result of an insufficient bond between the femoral stem and the femoral bone, which likely contributed to the reported pain. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
The revision reported may have been the result of pain and femoral stem loosening that occurred over approximately 5 years and 6 months of use. The stem loosening may have been the result of an insufficient bond between the femoral stem and the femoral bone, which likely contributed to the reported pain. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. H6: corrected health effect, medical device, and investigation clinical codes.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 4908847, 190-31-08 - alt ha s clr ext sz 8. 5098983, 186-01-54 - integrip cc, cluster 54mm, g2. 5112757, 180-65-20 - alteon 6.5mm screw, 20mm. 5148241, 142-32-03 - cocr fem head 32mm +3.5 offset 12/14.

Event description:
As reported, approximately 5.5 years post op initial left tha, this 67 y/o male patient was revised. The patient was brought back for left hip pain. The femur was dislocated and the femoral head removed. Stem was loose and removed. Attention turned to cup. The poly was removed with the help of a bone screw. The 6.5 x20mm bone screw was removed. The cup was checked and found to be well fixed. A new xle g2 36mm lipped poly was implanted. An hps stem and a 36+3.5 biolox head was implanted. Patient was last known to be in stable condition following the event. No x-rays or photos provided, unable to obtain. No product return. Patient requested implants.